Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6)2020 due to hyperglycemia and diabetic ketoacidosis. Customer¿s blood glucose level was 923 mg/dl at the time of incident. Customer declined to perform a carelink upload. Customer was given medication, but does not recall exactly what kind of medical treatment was given but was treated with insulin pump. Based on customer report customer does not allege insulin pump was under delivering. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported of high blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose was 1000 mg/dl. Patient's reservoir was showing red and when she took it out it was empty. The insulin pump will not be returned for analysis.